Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the channel was buckled and deformed causing a loss in water tightness. Additionally, damage was observed on the balloon channel¿s water feeding port which, caused leakage. As a result of this damage on the balloon channel, the water supply volume did not meet the standard value. Upon further inspection, it was observed that the forceps elevator had foreign material. In addition to this finding, the universal cord, right and left knob were dirty. These findings were due to insufficient cleaning or handling of the scope. It was observed that the suction cylinder was shaved. It was observed that the bending angle in the right direction did not meet the standard value due to wear of the angle wire. It was also observed that the play in all direction was out of standard value due to wear of the angle wire. Also, the forceps raising angle did not meet the standard value due to damage on the knob wire. It was observed that the adhesive of the bending section cover was detached. It was also observed that the bending section cover, universal cord, and the up and down knob was discolored due to cleaning sterilization and disinfection (cds) process or other handling issue. It was observed that the image was not displayed due to damage on the electrical connector. It was also observed that the control unit had corrosion due to water leakage. It was observed that there was a chip in the adhesive area between the acoustic lens and ultrasound probe. Lastly, scratches were observed on the connecting tube, distal end and on the control unit due to a handling issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope had a leak from the suction channel. The reported issue occurred at reprocessing while performing the leak test. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was foreign material on the forceps elevator, which is a reportable event.this medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2/e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was adhered to the forceps elevator, however, the specific material could not be identified and the cause could not be specified. Three attempts were performed to obtain additional information regarding the foreign material and reprocessing methods, but no response was received from the customer. The event can be prevented by following the instructions for use (IFU) which state: "important information ¿ please read before use. Caution: after using the endoscope reprocess it according to the instructions given in chapter 7, "cleaning, disinfection, and sterilization procedures". Using improperly or incompletely reprocessed, the endoscope's distal end damage may result. Chapter 7 cleaning, disinfection, and sterilization procedures warning. All channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.". Olympus will continue to monitor field performance for this device.